Manufacturer narrative:
An unstable baseline temperature tracing can be an indication to the user to begin the troubleshooting process before a cardiac output measurement is attempted. The patient¿s body temperature can be obtained by different means and compared to the temperature obtained from the catheter. If they do not correlate to the clinician¿s satisfaction, it is common clinical practice to abort the attempt to obtain an intermittent cardiac output.. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. The device was not returned for evaluation; it was discarded at the hospital. Without return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. A review of the manufacturing records indicated that the product met specifications upon release.

Event description:
It was reported that once the swan-ganz catheter was inserted, the blood temperature remained at 32.7°c. However the real patient temperature was 35.2°c (skin). This patient temperature of 35.2°c was confirmed by thermometer (monitor) and through a digital thermometer. The cable was changed but temperature remained the same. The complete connection from swan-ganz to monitor was changed and the problem persisted. Thermodilution worked but customer reported malfunction of the catheter´s thermistor. There was no consequences for the patient. The swan-ganz catheter was changed in order to measure properly. The device was not available for evaluation as it was discarded.